Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator unit. On (B)(6) 2015 the patient underwent revision surgery to have the device repositioned. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. CT scan performed (date not reported) revealed array to be extra cochlea. This report is filed may 11, 2016.